Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank screen. The customer stated that the insulin pump had cracks on the battery compartment to the screen. The customer reported that the insulin pump was dropped several times. The customer's blood glucose was 300 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, or failed battery test alarms during testing. The pump passed the self test, unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No low reservoir alarm was noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing o-ring on the reservoir tube.